Event description:
The email received for the (B)(6) study indicated that during the post dilation phase of the index procedure the patient experienced a neurological event diagnosed as stroke / tia. The neurological deficits appeared during post-dilatation but the balloon manufacturer is not currently known. The event fully resolved within 24 hours with no residuals. Subsequent minutes received from the clinical events committee (cec) indicated that the patient experienced a tia event during post-dilatation with neurological deficits of aphasia and right hemiparesis/hemiplegia lasting > 24 hours, but with full recovery and no deficits. The consultant's impression was: 1. Left posterior temporal embolus or ischemic infarction.

Manufacturer narrative:
Please not that this device is not available for testing and evaluation. A male pt with medical history including hyperlipidemia, congestive heart failure, coronary artery disease, coronary percutaneous revascularization and hypertension was enrolled in the study. During the index procedure, after the first stent was deployed, it was reported to have moved forward leaving the proximal lesion uncovered. A second stent was deployed to fully cover the lesion. Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 15mm in length in a 5.5mm vessel diameter. The pt was asymptomatic at the time of the intervention. The arch ii lesion was mildly calcified, eccentric and the vessel was severely tortuous. The lesion was pre-dilated and an angioguard rx embolic protection device was successfully deployed and retrieved. There was thrombus in the basket upon retrieval. During post-dilatation, neurological deficits were noted. The angioguard had been removed when the neurological symptoms appeared. Repeat imaging was taken and no treatment was indicated. There were no residuals from the tia noted at hosp discharge or during the 30 day follow-up with the pt. Stroke scale was 0 at a discharge. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". It is possible that the operator's interaction with the sds may have contributed to the reported even if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. There is not enough info to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that mfg issues contributed to the event. Review of the info suggests that pt, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
A (B)(6) male patient with medical history including hyperlipidemia, congestive heart failure, coronary artery disease, coronary percutaneous revascularization and hypertension was enrolled in the (B)(6) study. During the index procedure, after the first stent was deployed it was reported to have moved forward leaving the proximal lesion uncovered. A second stent was deployed to fully cover the lesion. Pta was performed on an 85% occluded lesion in the ostium of the left internal carotid artery of 15mm in length in a 5.5mm vessel diameter. The patient was asymptomatic at the time of the intervention. The arch ii lesion was mildly calcified, eccentric and the vessel was severely tortuous. The lesion was pre-dilated and an angioguard rx embolic protection device was successfully deployed and retrieved. There was thrombus in the basket upon retrieval. During post-dilatation, neurological deficits were noted. The angioguard had been removed when the neurological symptoms appeared. Repeat imaging was taken and no treatment was indicated. There were no residuals from the tia noted at hospital discharge or during the 30 day follow-up with the patient. (B)(4) stroke scale score was 0 at discharge. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing process that can be related to the reported complaint. Stroke is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Stroke is often associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2009-01657, 9616099-2011-00692 and 9610978-2011-00077.

Event description:
The report received from the study indicated that after the first stent was deployed, it moved forward leaving the proximal lesion not covered, so a second stent was deployed to cover the lesion.